Manufacturer narrative:
(B)(4).

Event description:
During a spine case, upon activation of the aquamantys device, staff reported a spark and smoke coming from the device tip. The device was not near the patient¿s tissue. There was no harm to the o.r. Staff or the patient.

Manufacturer narrative:
(B)(4). Brief description of complaint: plasmablade¿ 2.3 - spark - smoke - when the device was activated, a spark and smoke were seen coming from the device tips and not the tissue. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: aquamantys¿ 2.3 ¿product number: 23-113-1 ¿lot number: phg266a0 ¿expiration date: 25-jul-2021 ¿quantity returned: 1, testing performed: ¿device packaging inspection: ¿one returned aquamantys¿ 2.3 device was received inside a cardboard box, then within a second cardboard box within two ziploc® bags with no packaging to fill the negative space. ¿the display box was returned; the device information was confirmed against the information listed within gch from the display box. ¿there was no paperwork provided. ¿device visual inspection: ¿the device appears clean and used. ¿there is saline present within the saline tubing line and the drip chamber. ¿all components appear in place, intact with no damage. ¿there are no visual signs that related to the reported complaint description. Functional inspection: ¿the blue activation button has a definitive tactile feel. ¿the device was tested for functionality via electrical continuity and saline flow rate. ¿the electrical continuity must be <(><<)>(><(><<)><(><<)>)> 5 (ohms) resistance per circuit for each probe, individual electrode tip, and the button circuit to the appropriate plug ends which met the product specification requirements, producing acceptable results. ¿the device and the complaint lab aex¿ generator was set-up for use. ¿there was normal uniform saline flow observed from both electrodes as indicated by steam or smoking around the electrodes, popping noises, and bubbles occurring around the electrodes which denote the saline is boiling as it couples with the active electrodes. ¿the generator was set to medium flow at 100 w to test the saline flow rate; the device was activated to allow collection of saline into two graduated cylinders. ¿a total flow rate of 9.6 - 16 cc/min (12.8 nominal) with normal uniform saline flow from both electrodes is required which produced acceptable results and met the product specification requirements. ¿calculated the percentage of the total fluid which is represented by that of each cylinder where a 60 % / 40 % maximum split is required which produced acceptable results and met the product specification requirements. ¿there was no observation of any unusual sparks or smoke at the device tips during the functional inspection. ¿however, the aquamantys¿ 2.3 is an electrosurgical device, in which rf energy and saline work simultaneously, as such, steam and smoking around the electrodes is a normal feature of device operation as it denotes that the saline is boiling as it couples with the active electrodes. Lhr review: a review of the lhr for lot # phg266a0 revealed there were mo problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained within gch was not duplicated in the laboratory environment. The device functions as intended and met the product specification requirements for electrical continuity and saline flow rate testing. This complaint will be tracked and trended in gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1334 rev. Aa - product specification <(><<)>(><(>&<)><(><<)>)> quality plan ¿ aquamantys¿ 2.3 70-10-1414 rev. E - aquamantys¿ 6.0 and 2.3 - bipolar sealer - IFU 70-10-1358 rev. F ¿ aquamantys¿ pump generator ¿ user guide 61-10-0199 rev. J - device saline flow and leak testing procedure 61-10-0007 rev. N - device resistance testing 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # eqp - name - manufacturer 7273 lap top timer - control company 681 digital multimeter ¿ extech 6507 aquamantys¿ 1 - generator 7295 10ml ¿ graduated cylinder - fisherbrand 7296 10ml ¿ graduated cylinder - fisherbrand.

Event description:
During a spine case, upon activation of the aquamantys device, staff reported a spark and smoke coming from the device tip. The device was not near the patient¿s tissue. There was no harm to the or staff or the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, upon activation of the aquamantys device, staff reported a spark and smoke coming from the device tip. The device was not near the patient¿s tissue. There was no harm to the or staff or the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.